Manufacturer narrative:
Device eval: the suspect device was not returned for eval. The customer did not provide a lot number. A review of the device history record and complaint database could not be performed. Based off of similar complaints, it is suspected that the rotator may separate at the bond between the collar and the housing. The customer did not specify if this was the initial use of the device. The root cause of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. The subassembly may have been built prior to implementation of the noted corrective actions. Eval method: eval based off of similar complaints. Results: material degradation/deterioration, unanticipated or unexpected. Conclusions: device failure directly caused event.

Event description:
The tubing is separating from the luer lock during injection at 1000 psi. No harm or injury was reported. The customer reported five (5) defective devices, but did not provide any details or clinical info for the add'l events. Therefore, this single form FDA 3500a report will be submitted for this complaint.